Event description:
Baxter sales relayed e-mail message from customer on (B)(6) 2010 stating that these buretrol sets were coming apart at the drip chamber. The chief anesthesia technician stated that no medication was being administered, and the set was not being used with a pump. The separation did not occur at the junction between the tubing and component. And the separation did not occur from a luer to luer connection between the sets. The separation was noticed immediately after attempting to prime. This incident occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
The sample is not being returned for evaluation due to customer refusal. Batch review performed. There were no aberrancies found during the manufacturing of this lot. If any additional information becomes available, a follow up medwatch will be submitted. (B)(4).